Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; st jude medical crmd reliability laboratory; no complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasions were found at 9.1-10.5cm, 15.8-16.3cm and 39.3- 39.6cm from the distal tip. External insulation abrasions were found at 6.9-7.9cm exposingthe outer coil of is-1 connector pin, 12.6-14.9cm and 35.5-36.4cm from the distal tip consistent with lead friction to another device and ICD. The etfe coating on the conductors was intact.